Event description:
A pt with a gastric problem was operated on at the hosp. After surgery, the pt developed an abscess. A manan 10f locking general utility catheter was placed in the abscess to drain the area. The area was adjacent to and included the sutured area of the stomach. The suture seal was not sufficient to prevent gastric juices from commingling with the material. After a few days, the catheter came apart with a rather large piece left deep within the pt. The pt was taken to surgery to remove the catheter section and to correct the suture seal to stop the leakage.